Event description:
On 05/16/2025, a facility representative reported via (B)(4) that an ar-8916tl-011 torque-limiting handle wouldn¿t release the driver. A case was involved, and no patient was harmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. One unpackaged ar-8916tl-011, torque limiting handle, batch: 672109, was received for investigation. Visual evaluation noted wear and tear along the distal end of the device: surface damage and oxidation. Functional testing noted that the device was broken/damaged -the driver shaft was loose and could be easily pulled out. The most likely cause of the reported failure can be attributed to wear and tear. The manufacturing date was 2021. The complaint allegation is confirmed.